Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 180 mg/dl. Advised the customer that the insulin pump would need to be replaced. However, the customer decided to speak with her hcp before taking the replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.